Manufacturer narrative:
The hill-rom tech found the left siderail latch, spring and mounting bracket inoperable. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The tech replaced the latch, spring, and mounting bracket to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail was not staying in the up position. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).